Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited noise and intermittent oversensing on the non-boston scientific left ventricular (lv) channel. Technical services (ts) reviewed the electrogram (egm) and recommended to turn lv sensing off. This device and non-boston scientific lv lead remains in service. No adverse patient effects were reported.